Event description:
It was reported that the customer was hospitalized in january for foot surgery and the wound never fully healed. The customer stated that he went from the boot to the shoe too early, and his foot became infected again. The customer was wearing his insulin pump at the time of hospitalization. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).